Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump bolus feature stopped working and a failed battery alarm was received. The customer's blood glucose reading was 258 mg/dl at the time of incident. Troubleshooting found that the customer eventually resolved the issue however, the pump rewind was not working properly. Customer was advised to monitor the pump and call back if issues persist.